Event description:
The clinician reported that on the day of attempted placement in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's buccal dehiscence, inadequate bone volume and site complication. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that on the day of attempted placement in the mouth, the implant did not achieve primary stability in type ii bone. Clinician noted the patient's buccal dehiscence, inadequate bone volume and site complication. The site was grafted. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.